Manufacturer narrative:
The product was requested to be returned for an evaluation; however, the customer reported that the product was discarded and not available for an evaluation. Datacard logs were evaluated. Based on the evaluation of the data, the handpiece performed as expected; however the system did not perform as expected. There were multiple radio frequency gen errors. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The plant investigation is underway.

Event description:
A user facility reported that during a thermage flx treatment, a patient experienced a burn and scabs on the upper middle abdomen with some scattered down each side. The patient was treated with hydroquinone 4% and bacitracin after the procedure. It was reported that the patient was given a local anesthetic and they were also receiving liposuction in the same area where the symptoms occurred. The patient's current status is reported as hyperpigmented areas with the possibility of a permanent scar. The available picture was reviewed and scabs are observed scattered around the abdomen. The incident occurred after 500 pulses with the highest energy level used during the treatment at 3.5. One bottle of coupling fluid was used during the treatment. The treatment tip was inspected prior to use, as well as every 250 pulses during the treatment with no abnormalities noted.

Manufacturer narrative:
According to the thermage flx user manual, burns, blisters and scabbing are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action required.